Event description:
It was reported that during a procedure, the case from an unknown cement product broke unevenly, which resulted in a cut to the technicians glove. It was reported that the cut did not go through to the technician's skin and that the technician was able to reglove and proceed with the procedure. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device will not be returned as it was discarded by the user facility; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The device was discarded by the user facility.